Event description:
It was reported that the patient experienced discomfort with their inflatable penile prosthesis due to the reservoir recently migrating out of the retropubic space. The reservoir was replaced with a new reservoir. The patient status was good.